Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump did not alarm for high blood glucose. As a result, customer's insulin is giving a blood glucose reading of 500 mg/dl. Nothing further reported.